Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified there were scratches on the taper adapter. The baseplate was not returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products item: 115310, lot: j7424366. Item: 115310, lot: j7525799. Item: 00-4350-065-06, lot: 64449773. Item: 118000, lot: j7545829. Item: 115398, lot: 808030. Item: 00435003603, lot: 65550770. Item: 00435003603, lot: 65550770. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure about three (3) months after the initial implantation due to the disassociation of the glenosphere. Attempts have been made, and no further information has been provided.